Event description:
It was reported that the patient received an alert for rv lead high out of range pacing lead impedance and non sustained lead noise. Capture anomaly was noted. Review of egm showed noise on the sense/pace portion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 13.0-13.4 cm and 44.5-45.2cm from the distal tip. Internal insulation abrasion was noted at 8.0-8.7 cm, 17.1-18.6 cm, and 35.5-36.2 cm from distal tip consistent with lead friction to another device or structure of the heart. The rv, svc, and inner coil conductor etfe coating and ptfe liner were intact at all locations.